Manufacturer narrative:
Device passed the displacement test, sleep current measurement and active current measurement. All currents within specification range. Device was monitored and no charge/battery lasts less than expected anomaly noted during testing. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that insulin pump had unexpected battery power loss alarm. It was reported that the insulin pump turned off and did not turn on when the customer changed batteries for some reason it started working again after a few hours, with the same battery, then the insulin pump stopped working. Customer reported that battery cap was intact. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.